Manufacturer narrative:
The use conditions were reproduced by distributor and the unit did not become hot, the reported issue could not be recreated. Device history files for this product code were reviewed and no issues identified. No conclusion can be drawn at this time, the device will be returned to the manufacturer for additional testing and a supplemental 3500a will be submitted accordingly.

Event description:
The unit became hot and burned the users right upper ear. The burn was treated and there was no other reported issues at this time.